Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported difficulty removing the protective sheath cannot be determined and the reported deflation issue appears to be due to the operational context of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the part number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other two 3.0x15mm trek balloon dilatation catheters referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that during device preparation, the protective sheath was difficult to remove from three, 3.0x15mm trek balloon dilatation catheters (bdc). All three devices continued to be used. During the procedure to treat a coronary lesion the first bdc was advanced to the lesion and inflated, but would not completely and properly deflate. The other two had the same deflation issue; however, the issue was not as severe as with the first bdc. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.